Event description:
The clinic was supplied with several boxes of 26 gauge needles, made by MFR. The clinic sop requires these needles be used to perform most allergy procedures. The allergy technician will draw up the medication in one needle, then switch needles. This needle is the second needle used in the procedure. On several occasions, the needle has popped off while giving an allergy shot, causing undue pain to the pts.